Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product 383069 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.